Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited black pictures. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. During testing of the suspected device, the image appeared normal with o flickering and no distortion. However, further evaluation of the device found the following defects, bending section cut, light guide tube leaking due to pin hole, and loose insertion tube unit. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and no abnormality of image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, from obtained information that water invaded device from leakage point, which caused that internal circuit board shorted temporarily. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the procedure was successfully completed using similar device with no delayed.